Event description:
In 2000, it was reported that the pt developed a fistula in 1996. The fistula was repaired in 1996 but recurred two months later. A second surgery to repair the fistula was done. This info was not forwarded to cochlear at the time of the event.